Event description:
Patient reported right side pain, chronic fever, illness feeling and chronic inflammation. The patient underwent ultrasound examination. Medical letter noted capsular contracture, baker grade iii. The device has been explanted with a partial capsulectomy. Explant surgery report noted "seroma formation". The excised capsule was sent for histopathological testing which observed "tissue with numerous macrophages, multinucleated giant cells, chronic resorptive and fibrosing inflammation, partly around polarization-optically non-birefringent foreign-body material, overall consistent with capsular fibrosis".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, granuloma, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, granuloma, and capsular contracture, baker grade iii.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Fever: unable to observe as it is a medical event that is not related to the device. Granuloma: unable to observe as it is a medical event that is not related to the device. Local reaction: unable to observe as it is a medical event that is not related to the device. Seroma: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side pain, chronic fever, illness feeling and chronic inflammation. The patient underwent ultrasound examination. Medical letter noted capsular contracture, baker grade iii. The device has been explanted with a partial capsulectomy. Explant surgery report noted "seroma formation". The excised capsule was sent for histopathological testing which observed "tissue with numerous macrophages, multinucleated giant cells, chronic resorptive and fibrosing inflammation, partly around polarization-optically non-birefringent foreign-body material, overall consistent with capsular fibrosis".